Event description:
It was reported that during an unknown procedure, the device could not fire at the third firing with tr45g. Changed to another tr45g but still had the same issue. Two tr45b were used before this event. An ec60 was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth, damaged trigger post. The analysis results found that the tsg45 device was received with the firing mechanism damaged and with no cartridge loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and the firing trigger post were found broken. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge in previous firings. When either or both of these scenarios occur the components in the firing mechanism can be damaged. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.